Event description:
Customer called regarding the strips allegedly not appear to draw blood. Customer did not report any symptoms. They ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.